Manufacturer narrative:
Gender is unknown/ not provided. If explanted, give date: unknown/ not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zct450 12.0 diopter intraocular lens was explanted from the patient's right eye due to the lens rotating. No further information was provided.

Manufacturer narrative:
Through follow up, it was learned that the female patient was scheduled to have her lens repositioned. However, the physician could not get the lens in the correct position, so the lens was explanted instead. The lens was replaced with a different model iol with a lower diopter size. Incision enlargement and sutures was required. There was no vitrectomy or patient post-op injury reported. As a result of the provided additional information the following fields have been populated: gender/sex: female. If explanted, give date: (B)(6) 2017. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/08/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.